Manufacturer narrative:
The device was returned to the manufacturer for analysis. The returned part appears to be per print. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spine procedure it was noted that the drill stop was not working properly. The stop would only clamp down at 10mm. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. Patient weight was actually (B)(6) kg, but the field was character limited. Provided lot number and device manufacture date.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. A medtronic representative following-up, reports the suspect adjustable stop is not expected to be returned to manufacturer for evaluation. Not returned to manufacturer.